Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiences high blood glucose level. Customer¿s blood glucose levels was 27 mmol/l. Customer treated with manual injection. Customer also states that they receives no delivery alarm. Customer also states that the insulin pump alarmed no delivery alarm. Reservoir will not be returned for analysis.